Event description:
It was reported that the patient's pump was disconnected because of an infection, but was reconnected two months prior to report. Thirteen days later, it was reported that the patient had pain and drainage at the incision site on (B)(6). It was noted that a culture of the site tested positive for an infection. The patient was treated with intravenous antibiotics and both the pump and catheter were removed, though it was noted that the catheter revision was due to pain. It was reported that the device was not revised until (B)(6).

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012. Product type: catheter: product ID 8590-1, lot# n313191, implanted: (B)(6) 2012. Product type: accessory. (B)(4).

Manufacturer narrative:
(B)(4).